Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 270 lbs. Concurrent conditions included morbid obesity and gallbladder removal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"), hot flush ("hot flashes"), rash macular ("rashes or skin conditions type: spots on lower stomach,"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain ("abdominal pain between periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and she underwent a laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, alopecia, depression and abdominal pain had resolved, the menorrhagia, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower was resolving and the hot flush, female sexual dysfunction, rash macular, nausea, dysmenorrhoea, fatigue, vaginal discharge, weight decreased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, nausea, pelvic pain, rash macular, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: showed full occlusion; in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs & mr received. Reporter's information updated. Patient's demographics were added. Added event hot flashes, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), rashes or skin conditions type: spots on lower stomach, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight loss, vaginal pain, lower abdominal pain, lower back pain. Updated outcome of event(abnormal bleeding (vaginal, menorrhagia), vaginal pain, lower abdominal pain, back pain). Updated onset date of events. Concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort and cholecystectomy. Current weight 270 lbs. Concurrent conditions included morbid obesity and gallbladder removal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"), hot flush ("hot flashes"), rash macular ("rashes or skin conditions type: spots on lower stomach,"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain ("abdominal pain between periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and she underwent a laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, alopecia, depression and abdominal pain had resolved, the menorrhagia, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower was resolving and the hot flush, female sexual dysfunction, rash macular, nausea, dysmenorrhoea, fatigue, vaginal discharge, weight decreased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, nausea, pelvic pain, rash macular, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: I saw too many issue with it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: showed full occlusion; in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: upon internal review 2019-209233 case has been identified as duplicated of this case. All information has been transferred to this case. Reporter details, aka name, references added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort and cholecystectomy. Current weight 270 lbs. Concurrent conditions included morbid obesity and gallbladder removal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"), hot flush ("hot flashes"), rash macular ("rashes or skin conditions type: spots on lower stomach,"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain ("abdominal pain between periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and she underwent a laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, alopecia, depression and abdominal pain had resolved, the menorrhagia, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower was resolving and the hot flush, female sexual dysfunction, rash macular, nausea, dysmenorrhoea, fatigue, vaginal discharge, weight decreased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, nausea, pelvic pain, rash macular, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: I saw too many issue with it legacy device report num 2951250-2020-12852 medwatch 3500a MFR number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: showed full occlusion; in (B)(6) 2013: total bilateral occlusion. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. From deletion case (B)(4) reporter information were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'). In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: discomfort and cholecystectomy. Current weight 270 lbs. Concurrent conditions included: morbid obesity and gallbladder removal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"), hot flush ("hot flashes"), rash macular ("rashes or skin conditions type: spots on lower stomach"), nausea ("nausea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). And was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal pain ("abdominal pain between periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (ablation and she underwent a laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, alopecia, depression and abdominal pain had resolved. The menorrhagia, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower was resolving. And the hot flush, female sexual dysfunction, rash macular, nausea, dysmenorrhoea, fatigue, vaginal discharge, weight decreased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, nausea, pelvic pain, rash macular, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: I saw too many issue with it legacy device report num 2951250-2020-12852, medwatch 3500a MFR number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 42.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, results: showed full occlusion; on (B)(6) 2013, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse"), alopecia ("hair loss"), depression ("depression") and abdominal pain ("abdominal pain between periods"). The patient was treated with surgery (she underwent a laparoscopic bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, alopecia, depression and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, depression, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: showed full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.